Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation with the stent graft partially deployed and a guidewire stuck within the system which wasn't possible to pull out. The investigation is confirmed for partial deployment and difficult to remove the device over the guidewire since the device was delivered and positioned at the lesion over the guidewire without any issues. It was reported that an 8f introducer was used for access, the tracking vessel was neither tortuous nor calcified, pre-dilation wasn't performed and the device was flushed before use. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and difficult to remove the device over the guidewire since the device was delivered and positioned at the lesion over the guidewire without any issues. A definite root cause for the reported event could not be determined. The intended use of the device to treat femoral artery occlusion represent an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The instructions for use states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". H10: d4 (expiry date: 10/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the trigger release stent allegedly cannot be released as it was unresponsive. The procedure was completed using another device. There was no reported patient injury.